Event description:
The initial reporter stated they received discrepant sodium (na) and potassium (k) results for one patient sample tested on a cobas 6000 c (501) module. The initial values were reported outside of the laboratory. The sample was repeated on a second analyzer and the repeat values were deemed correct. The sample initially resulted in a na value of 115 mmol/l and repeated as 123 mmol/l. The sample initially resulted in a k value of 4.3 mmol/l and repeated as 5.02 mmol/l. The na, and k electrode lot numbers and expiration dates were requested, but not provided.

Manufacturer narrative:
The field service engineer (fse) determined that a cell rinse was overflowing. A hole was found in the vacuum line for the nozzle. In addition, a misaligned valve connector was identified. The rinse vacuum line was replaced and the valve connector was adjusted. Rinse lines were flushed and volumes adjusted. Calibration and controls were performed with no problem. The investigation determined the service actions performed resolved the issue.